Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: as I had started to insert the IV with an autogaurd 20 ga x 100 in, I was meeting resistance, even though I was in the vein. The patient started bleeding and I was unable to advance the catheter from the IV start in the patient¿s arm. Looking closer at the catheter and IV needle, the tip of the catheter was frayed out and the catheter was broken and bent at the tip, so only the needle would go in but the tip of the catheter kept getting stuck on the patients skin. I had the anesthesiologist in the room and showed him the needle and catheter tip. This caused an additional IV site to be obtained through ultrasound. The patient stated that it was not hurting or sore at the time of insertion. Was there injury? No.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed as photographs showed the needle protruding through the catheter tubing near the tip. The evidence of use and the location of what appeared to be blood residue suggested that the catheter tubing was punctured after the vessel was accessed. No damage or defects associated with the manufacturing process were identified from the photographs. It is possible for improper handling of the device to result in the reported defect. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of no failures occurring. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
Adding investigation codes since they were omitted from the previous supplemental MDR. Investigation results: the complaint of a damaged catheter was confirmed as photographs showed the needle protruding through the catheter tubing near the tip. The evidence of use and the location of what appeared to be blood residue suggested that the catheter tubing was punctured after the vessel was accessed. No damage or defects associated with the manufacturing process were identified from the photographs. It is possible for improper handling of the device to result in the reported defect. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of no failures occurring. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.